Event description:
It has been reported to us that after the completion of the coronary angiography procedure, it was noticed that the introducer sheath had clot formation inside the introducer sheath and also in the side arm. The pt was treated with a thrombectomy. The pt is reported to be fine. An attempt to obtain additional info about this case has been unsuccessful.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H3. Device evaluation anticipated, but not yet begun.